Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 1989 due to an unknown reason. Patient underwent a closed reduction procedure on (B)(6) 1989 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 1995 due to an unknown reason. Patient was revised again on (B)(6) 2005 due to dislocation and polyethylene wear of the acetabular liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00604 & 02999 / 03000).